Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer did not test blood glucose (bg) level at the time of the call; however, there was no reported impact to the customer's bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding back up therapy; however, no additional information was provided.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.